Event description:
It was reported that the endo balloon clamp kept losing pressure, therefore, they could not maintain occlusion. This was the account's first robotic mitral valve case. The clinician attempted to add more fluid to the balloon, but the balloon kept losing pressure. The robotic procedure was abandoned and converted to a thoracotomy approach with the use of a cross clamp on the aorta.